Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The other five perclose proglide devices are being reported under separate medwatch report numbers.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right and the left common femoral arteries after an abdominal aortic aneurysm (aaa) procedure. Reportedly, during closure of both groins, suture breakage occurred with 3 proglides on each side (rcfa and lcfa). The proglides on each side were removed and an additional three proglides, on each groin, were used successfully and achieved hemostasis. The femoral arteries were described as very diseased. There were no adverse patient effects. Though requested, no additional information was provided.